Event description:
It was reported that an ilet user experienced hyperglycemia after a supply change, with blood glucose initially over 400 mg/dl and later trending down to 309 mg/dl and reported multiple teflon infusion sets not deploying properly as the applicator would not click into place fully or would release on one side, affecting four infusion sets. Replacement infusion sets were shipped for the ilet system. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and that the issue involved the infusion set being deployed incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.